Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking issue during use within less than an three hours of use on (B)(6) 2026. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.